Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges leaking at the infusion site. Caller reported the issue has occurred with multiple infusion sets from the same lot. No adverse event reported. Requested return of the alleged device for evaluation.